Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the device was explanted at implant due to ventricular tear just at the base of the left atrial appendage. Based on the operative report, the aortic crossclamp was removed. The heart and aorta were thoroughly de-aired under tee guidance. A normal spontaneous sinus rhythm ensued, and after approximately 2 minutes of beating there was a sentinel bleed of torrential bright red blood from behind the heart. Taking care to carefully keep behind the heart, there was what appeared to be an obvious ventricular tear just at the base of the left atrial appendage. The aortic crossclamp was therefore reapplied, and the heart was rearrested with cold blood antegrade cardioplegia. With good diastolic arrest the left atrial suture line was reopened and retractor was replaced. The left atrium was inspected and appeared to be completely normal. The subject mitral valve was explanted. The annulus was inspected, and it did appear to be longitudinal tear in the myocardium immediately adjacent to the very dense calcium bar, just at the level between the left atrial appendage and the superior pulmonary vein. After removing all the calcium from the posterior annulus, the longitudinal rent immediately adjacent to the calcium bar overlying the circumflex coronary artery was well visualized, as was the circumflex coronary artery. The entire posterior annulus, including the rent in the left ventricle was patched. A new edwards pericardial valve was seated, and again, appeared to seat well. The left atrium was again closed. The patient was allowed to rewarm and reperfuse, and after many hours of reperfusion, we again attempted to wean from cardiopulmonary bypass. The patient's right ventricle would not sustain any hemodynamic support despite marginal but adequate left sided function. The surgeon considered placing a right ventricular assist device (rvad). However, given the patient's significant comorbidities and very poor long-term prognosis, the surgeon did not feel that this was an appropriate measure. Therefore, cardiopulmonary pass was discontinued and the patient was allowed to expire after many attempts to wean from cardiopulmonary bypass. Once of bypass the patient was pronounced dead at 19:50 ((B)(6) 2012).

Manufacturer narrative:
(B)(4) = an obvious ventricular tear just at the base of the left atrial appendage. Device not returned. Av disruption/ventricular perforation is a complication that typically results from an aggressive debridement of calcified tissue during mitral valve surgery prior to valve implantation. Av disruption has a mortality rate of up to 50% and needs to be repaired urgently. When this complication is associated with mitral valve replacement, it is typically associated with excessive debridement of the mitral annulus, a calcified or fixed mitral annulus, excessive debridement or excision of the papillary muscles, or aggressive retraction of the apex of the heart after prosthetic valve placement. In this case, there was a ventricular tear just at the base of the left atrial appendage. Unfortunately, the valve was not returned for analysis; therefore, the device could not be assessed for any related malfunctions or deficiencies. No further actions are possible with the available information.